Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse worked with the customer and identified that the philips 1-phase uninterruptible power supply (ups) in the m cabinet displayed the message ¿op short.¿ to resolve the issue, a philips filed service engineer (fse) guided to the customer over phone to bypass the 1-phase ups. The system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcomes.